Event description:
The unit leaked during bypass. The connection was tie banded and the unit was used to complete the procedure. No pt injury or further complications occurred as a result of this event. No pt info or further details are available.